Manufacturer narrative:
As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. Imagery was reviewed. It was observed that the lvot area-derived diameter (20.6 mm) was smaller than that of annulus (22.2 mm); lvot appeared to be elliptical in shape and narrowed at the rc side. No appreciable bright-white deposits noted along the annular perimeter, consistent with minimal annular calcium. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. As the event was unable to be confirmed, a complaint history review is not required. The commander delivery system with s3u and procedural training manual were reviewed. ''Device migration or malposition requiring intervention'' is noted as a potential adverse event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve deployment, the thv migrated aortic and ended up anchoring in the sinuses. A portion of the valve was in the annulus, however, at the non-coronary leaflet the valve was above the level of the annulus. Additionally, physician thought that the sapien 3 ultra-valve interacted with surgical post of the mitral valve during deployment". Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, it is possible that the pre-existing mitral surgical post interfered with proper thv deployment via physical interactions with the inflation balloon/thv, causing the valve to be pushed towards the aorta. It is also possible that the thv migration was promoted by the narrow lvot, which could physically constrain the inflation balloon/thv by exerting compressive forces in the upward direction. Furthermore, it is possible that minimal annular calcium prevented the deployed valve from securely anchoring to target site, causing it to dislodge and migrate towards the aorta upon deployment. As such, available information suggests that patient factors (narrow lvot, minimal calcification, interactions with pre-existing mitral device) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This individual report provides data received from the thv/tvt registry. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10405. Valve remains implanted.

Event description:
As reported by field clinical specialist, during valve deployment, the thv migrated aortic and ended up anchoring in the sinuses. A portion of the valve was in the annulus, however, at the non-coronary leaflet the valve was above the level of the annulus. A second valve was opened and deployed at approximately 80/20. No harm to the patient was noted. Regarding the cause of the migration, the native valve did not have a lot of calcium, and the lvot was narrow. The physician thought this may have caused the valve to migrate aortic. The patient also has a surgical mitral valve. There were thoughts that the balloon on the delivery system made contact with the posts of the surgical valve, thereby pushing everything aortic during deployment.